Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 02/14/2017 - correction to serial #.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The current black box showed evidence of two pump reboot events. There was evidence of moisture behind the display lens. The battery compartment was found to be cracked. The audio bolus button cover was detached. The pump was exercised for 24 hours with no power issues observed. There was evidence of moisture contamination on the internal components of the pump.